Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During ivtm therapy, the user noticed empty saline bag and no sign of leakage was observed. The user checked the quattro catheter, start-up kit (suk) tubing and air trap for leak and no leak was observed. The user replaced the saline bag and the patient's target temperature was maintained. No patient consequence was reported.